Event description:
Medtronic received info that this pt underwent a scheduled ross procedure for primary repair of aortic valve disease. Pt in addition suffered from endocardial fibroelastosis (causing ongoing lv insufficiency). Due to hospital regimen pt was anticoagulated for the following three months. The 6 month fu examinations in 2007 were normal. An additional catheter was also normal. Recently the pt was admitted to a local hospital due to an infection. Due to echogenic structures on an echo, the pt was sent to dhz munchen for further evaluation. An echo dated 2008 revealed max gradient of 75 mmhg and insufficiency of ii degree with an echogenic structure (thrombus/vegetation) at one cusp. At explant thrombus was found on all leaflets reaching into the pulmonary arteries, leaflets were thickened, extensive neointima proliferation inside and outside of the conduit. The device was replaced without reported complication.

Manufacturer narrative:
Eval: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: received in a cloudy tan solution, 0.2% glutaraldehyde, in an explant kit not box. A 3.5 cm in length valved conduit and a small piece of tan thrombotic appearing host tissue was received for analysis. A visible leaflet appears stiff due to the host tissue that possibly fills the cups on the outflow. An extensive amount of tan thrombotic appearing host tissue fills and occludes the entire valved conduit. Glistening off white pannus around what appears to be the outflow orifice extends into the inner conduit wall. Radiography shows moderate mineralization in the host tissue that fills the conduit as well as the small piece of host tissue that was received. Review of the device history record shows that the product met mfg specifications when released for distribution. Conclusions: reduced performance of the device attributed to a pt condition. The device was explanted and replaced without reported adverse pt effect.